Manufacturer narrative:
(B)(4). Batch # r58c55. Device evaluation: the analysis results showed that the cs40b device was received with the pushrod bent and with a cartridge reload present. The reload was received fully fired. No functional test could be performed due the condition of the device. It is possible that the cartridge was removed and reinserted incorrectly on the device while the pushrod was not fully retracted, causing the cartridge to bend the pushrod while the cartridge was reloaded into the device. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please follow-up with the appropriate personnel to determine answers to the following questions; was the device stuck on tissue when it would not open? If yes, how was the device removed from tissue? Were the device jaws eventually able to be opened?

Event description:
It was reported that during an unknown procedure, stapler would not open. It is unknown how the case was completed. There were no patient consequences reported.